Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation determined the following : leak in a-rubber bending section due to cut and hole. Fluid invasion was noted in the control body. The plug unit was found to be cracked between golden pin contacts. The light guide tube was noted to have scratches, with low angulation .the bending section a-rubber glue peeled. Additionally, evaluation found the insertion tube dented with bite. As stated in section b5, device displayed image noise . Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to physical stress and deformation , component failure. The image issue was noted to be due to damage component failure , probably due to fluid invasion and attributed to electronic component failure. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported " this is broken " leak. The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found image noise.